Event description:
The helium tank which was labeled helium for the cryo ablation procedure "did not behave like helium" per surgeon. He believes that the tank was mislabeled.======================manufacturer response for helium tank 6,000 psi, (brand not provided) (per site reporter).======================the investigation revealed that the tank that was labelled as being filled with helium was in fact filled with nitrogen in error.what was the original intended procedure?cryoablation of prostate.device #1is this a laboratory device or laboratory test?no.